Event description:
It was reported to boston scientific corporation in 2008 that a rf 3000 generator was planned for use during an rf ablation procedure to be performed in 2008. According to the complainant, the generator stopped working during the procedure. It was further reported that technicians tried several times to fix the generator, however they could not get the device to work. The procedure was successfully completed with another rf 3000 generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.